Event description:
It was reported to tyco/kendall healthcare on 12/18/2006 that, a customer had a problem with the insulin syringe. The customer reports "that when his wife administers an injection of insulin to him either in the stomach or arm, the actual cannual stayed in the skin of the arm, the customer reports he pulled the stainless steel cannula out of his arm with his fingers."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.